Manufacturer narrative:
Device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Device received from (B)(6) for service. During servicing damaged bearings were noted. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no additional information provided.